Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, predominantly at night, including four lows in one day with a nadir of 56 mg/dl, and the user expressed concern that the device was causing these episodes; the user treated lows with oral glucose and reported prior troubleshooting with two resets and clinical team guidance. Customer care provided support that included troubleshooting and education conducted with the user. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was confirmed based on available information. Symptoms included anxiety, distress and shaking/tremors associated with hypoglycemia. Outcomes included transient impact requiring self-treatment without hospitalization. T was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.